Event description:
The device was returned for pneumatic valve actuation failure (valve 1). Device was mounted to the charging bracket and a state 1 red alarm occurred. Compressor could be heard struggling. Installed engineering test pneumatic assembly and device started up without errors. Device was reverted to manufacturing mode, and the original pneumatic assembly failed the recharge / hardware test indicating air compressor failure. The loading pins were cleaned during the internal investigation as some debris was noticed. The pneumatic tank and valve connections were inspected. Dynaflo air compressor will be removed and replaced during repair process. Perform functional testing. No other damage was found.

Event description:
The following has been reported: biomed reported: "there was no patient harm involved (B)(6) - alerting service needed. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.